Manufacturer narrative:
Events of stenosis, valve calcification, and high gradient were reported. Gross morphological and histopathological examination revealed numerous calcific nodules on the inflow and outflow surfaces of all three leaflets. Leaflet 1 also contained organizing fibrin thrombus on the inflow and outflow surfaces. No acute inflammation was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. In (B)(6) 2018, the patient presented with stenosis, valve calcification, and high gradient. On (B)(6)2018, the valve was explanted and replaced with a magna ease (size unknown). The patient is reported to be stable.